Manufacturer narrative:
One opened complaint sample was returned for evaluation for the report of the probe did not cut or aspirate and a piece was stuck. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are five complaints associated with the lot for the reported issue. A photo was reviewed by the investigation site; however, the photo was deemed inconclusive for conformation of the complaint issue. The returned sample was visually inspected and deemed nonconforming. The needle is bent approximately 5 degrees and the cutter is stuck in port. Functional testing could not be performed due to the visual condition of the probe. The probe was disassembled and the components inspected. There is approximately 15 minutes of usage wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The extension pulled out of coupling. No presence of adhesive on extension when held under uv lighting. Gouge marks observed at the bend area and a section along the inner cutter. The complaint evaluation does confirm the probe had a quality issue that resulted in the probe not being able to function properly. The root cause for the poor probe performance was due to the separation of components within the probe. It appears that after approximately 15 minutes of use in surgery, the adhesive bond failed, causing the extension to detach from the coupling. An investigation has been completed and actions have been implemented to reduce the frequency of detachments of the extension from the coupling. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The procedure was also reviewed and found to provide adequate instructions to operators for the bonding process of the extension to coupling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the vitrectomy did not cut and the aspiration did not function well during a vitrectomy procedure. In addition, a part of the vitrectomy was stuck. The procedure was completed after replacing the product. There was no harm to the patient. Additional information has been requested but not received.